Event description:
It was reported that during a trial lead placement that the lead "uncoiled" after the removal of the stylet. The uncoiled lead was removed without difficulty and a new lead was used without any further complications. It was noted that the patient recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Stylet: model neu_stylet_acc, lot# u.

Manufacturer narrative:
Analysis of the lead model 3487a-45 found the proximal end was stretched and the outer insulation was broken. The conductors were also stretched. Visual inspection of the electrode end was okay. A functional test found continuity was acceptable and there were no shorts between circuits. Visual inspection of the quad lead handle / bent tip stylet found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.